Manufacturer narrative:
This case is a duplicate of (B)(4) with MDR # 3030677-2018-02709. The investigation has been completed on 3030677-2018-02709.

Manufacturer narrative:
The device serial number has not been received by the factory but will be reported if received on the follow up MDR.

Event description:
It has been reported that the AED did not pass the self diagnostic check.